Manufacturer narrative:
Unfortunately, the instrument itself could not be examined since the hosp refuses to release the instrument, due to legal problems. Checking the respective production documents was not possible since the lot # of the instrument is unk. It is not possible, as well, to find out the mfg date or delivery date without knowing the lot #. Following general trend analysis for this type of instrument was carried out. Checking with our trend analysis records starting in 1997, we have not been notified of any complaint or repair, where single parts like screws, etc. Fell out. Conclusion: the exact cause for the missing screw cannot be determined without having checked the instrument itself. As per our trend analysis is this article is not inclined to fail, and it can be assumed that there was no material defect, no defect in design or any defect in mfg. Thus, we feel that no corrective measure is to be taken.